Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have sensor issues. Customer mentioned sensor glucose and blood glucose had big difference. Customer's sensor glucose was 40 mg/dl and blood glucose was over 100 mg/dl. Customer had a low blood glucose event at below 50 mg/dl and sensor glucose was 140 mg/dl. Customer declined to be contacted. Customer will not be returning the device for analysis.